Event description:
It was reported that the device experienced premature elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: product ID 4543 competitor implantable pacing lead implanted: (B)(6) 2010 product ID 507652 implantable pacing lead implanted: (B)(6) 2010 product ID 694765 implantable tachy lead implanted: (B)(6) 2010. (B)(4).